Event description:
On sept 17, 1998 rescue personnel and unit responded to the scene of an employee in full cardiac arrest. Cardiopulmonary resuscitation was initiated by two emergency medical techs. When the nurse arrived on the scene the monitor revealed the rhythm to be ventricular fibrillation. The nurse immediately attempted to charge paddles to 200 j but unit did not respond. A second attempt was made and again paddles would not charge. Battery was noted to register low power. When first taken from charger and placed into defibrillator, battery indicator registered green for "charged". Second battery was obtained from charger and indicator light registered full charge. When defibrillator charging was attempted with second battery in place, the unit went dead again and would not function. No electrical defibrillation was administered. Basic life support and intravenous indicatives were administered and advanced medical transport was called. The employee was transported to medical ctr where he was ultimately pronounced dead. Battery charge indicators and defibrillator output are routinely checked on a near-daily basis and have always been found to be charged and functional. The batteries have expiration dates of 2/99 and 3/99. Bioengineering analysis by an independent source revealed that defibrillator and charger are normally functional, however batteries would not hold a charge.